Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Customer reported the tampon string wrapped around the actual tampon causing issues when removing the tampon. She was able to manually remove the tampon and did not seek medical attention.